Event description:
Patient was seen in clinic and found to have non-capture at high output for epicardial lv lead on all pacing configurations. Lv lead revision was scheduled and performed (B)(6) 2023. A second implanted epi lead was uncapped, tested, and had acceptable threshold. It was exchanged for the existing lv lead, which was capped.